Event description:
It was reported that, after a dislocation, patient required a revision surgery to replace the broken post on the insert. All pieces were recovered and the current status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed and the failure mode was confirmed, the post of the insert was broken. The clinical / medical investigation concluded that, this complaint from the united states reports that a knee revision was performed secondary to a dislocation and the post on the poly insert broke. ¿all pieces were recovered and the current status of the patient is unknown.¿ smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, or implant failure. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.